Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a walled off pancreatic necrosis (wopn) with 10% necrotic material during a pseudo cystogastrostomy procedure performed on (B)(6) 2026. During the procedure, the axios electrocautery device did not burn through the stomach wall, and no heat was noted at the tip of the device. After reconnecting the electrocautery unit, there was no change in performance, and no energy output was observed to traverse the gastric wall. The device was subsequently removed, the procedure was discontinued, and the patient was referred for pseudogastrostomy surgery. No patient complication was reported due to this event and the patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable issue of aborted/cancelled procedure.